Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. The reload was connected to the adapter and the blue button was pushed, however, the jaws would not close. Replaced by a new reload and the same problem occurred. Then replaced by a new cartridge and the case was completed. No patient injury.